Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Event description:
The customer reported receiving a motor error alarm from the insulin pump during prime, with no significant event reported leading up to the alarm. The customer also reported receiving a no delivery alarm from the insulin pump that was resolved by a set change. Due to the unresolved motor error alarm, the customer will be sent a replacement insulin pump. The customer's reported blood glucose value was 322 mg/dl. No further information was provided.